Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information: photo received for review: additional information received: video was received for review. Review is in progress and has not yet been completed. Upon completion of video review, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap revision sleeve, the staple line did not look good. Another device was pulled with another staple reload and case completed. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Date sent: 8/30/2021 investigation summary four videos along with the device was submitted for evaluation. Upon visual inspection of videos, the following was observed: the fists video shows several surgical devices in surgery and, at the 8:35 mark, a device is introduced with a black reload loaded and buttressing material, some tissue it accommodated at the anvil to be pressed by, at the 10:03 mark the device it is fired¿ the second video shows a surgical device during the surgery at mark 00:06 the device is opened and pull out at 1:12 mark a surgical device is introduced at 2:56 mark the ethicon device is rotated and can be appreciated that was already fired, at 3:10 mark the device is opened and pulled out from 3:12 mark to 4:26 mark tissue manipulation can be seen, at 4:27 mark a device it is introduced and some tissue it is located at the anvil at 7:08 mark the device it opened and pulled out at 8:15 mark an ethicon device is introduced with a black reload and buttressing material, at 9:18 mark the device it is opened and pulled out, at 10:20 mark an ethicon device with a black reload and buttressing material is introduced¿ the third video shows an ethicon device during surgery, at 2:40 mark the device is opened and pulled out, at 4:50 mark an echelon flex device with a black reload and buttressing material is introduced, some tissue is accommodated in the anvil, at the 5:56 mark the device it is opened and pulled out, a leakage can be seen, at 8:23 mark an ethicon device with a green reload and with buttressing material, at 9:20 the device it is opened and pulled out, at 10:20 mark an echelon flex device with a white reload and buttressing material it is introduced ¿ the fourth video shows the surgical device in surgery with a tissue pressed by it, at 00:08 the device is fired, and at the mark 00:10 the device is open and pulls out at mark 3:45 a purple suture with it needle it is introduced and was used to make 2 loops between the threads; at 10:30 mark the needle is located again at taking it with the surgical device to pass with two stitches thought the tissue visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage, with buttressing material, and with one gst60t reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Refer to echelon reload product codes chart for tissue compression requirement (closed staple height) for each staple size. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)